Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who observed air in their patient line during troubleshooting for a check patient line alarm. The event occurred while the patient was connected to the homechoice for their initial drain. It was noted that the patient did not check the patient line to ensure it was properly primed prior to connecting. There was nothing unusual noted about the supplies that could have contributed to the observed air. The patient was advised to start therapy over with new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.